Event description:
It was reported, "patella was painful and was replaced. Patella pegs were noticed to be broken at time of surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.